Manufacturer narrative:
H3: analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication, stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative regarding the patient who was receiving lioresal (4000 mcg/ml at 625 mcg/day). It was reported that the patient was experiencing withdrawal. There were no external factors that contributed to the event and the patient had no falls or magnetic resonance imaging (MRI). The pump was interrogated which showed that it had stalled, so the pump was replaced. The issue was resolved at the time of the report and the pump will be returned for analysis. The patient's weight and medical history were asked but would not be made available. The patient's status at the time of the report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative 9rep) regarding a patient with an implanted infusion pump receiving baclofen with unknown dose and concentration for intractable spasticity. It was reported that patient's mother heard the pump alarm. Caller described the critical alarm. Caller stated that he was the on-call doctor and is not familiar with the pump. Caller mentioned that the patient was seen on july 15th and they did a side port aspiration to the confirm pump was working and the insomnia was not related to the pump therapy. Caller stated that at that time they changed the pump from flex to simple continuous. Technical services reviewed the meaning of a critical alarm. Technical services explained that ultimately the pump would need to be interrogated to confirm which alarm is occurring. Caller stated that he was going to advise the parent to take the patient to the ER. Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump with baclofen 3000 mcg/ml for concentration and 625 mcg/day for dose. Intractable spasticity. It was reported that caller stated patient had a motor stall yesterday and ended up in the ER today. Caller denied emi or magnetic interaction that is MRI. Rep discussed min rate mode with hcp, pump replacement, and sending pump back to mdt analysis. No symptoms or patient complication reported.